Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that an x-ray performed showed the implantable neurostimulator (ins) was an x-ray was performed on (B)(6) 2019 and showed the device was out of position. It was noted that the cause of the lack of communication from the device to the clinician programmer was that the device was out of position. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that it was tender to the touch and there was pain where the patient¿s device was located; it stuck out and there was a ¿pop¿ there. An examination on (B)(6) 2019 found it was tender to the touch, but not red and no open skin was visible; palpating the device felt like it had become misplaced. An interrogation of the device was attempted, but there was no communication from the device to the clinician programmer. On (B)(6) 2019, the patient complained of burning. It was noted that the pain, tenderness, and device sticking out was unlikely related to the device or therapy and possibly related to the implant procedure; the lack of communication was noted to be related to the device or therapy and not related to the implant procedure. The event resulted in an unscheduled clinic or office visit. No actions/interventions were taken and the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event resulted in an unscheduled clinic or office visit, and the device diagnosis was updated to be a neurostimulator migration. Interventions taken included repositioning the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.